Event description:
It was reported that during a sleeve gastrectomy procedure, the blade broke off of the device. It was not known if any of the pieces fell into the patient. If any part of the blade did fall into the patient, it was retrieved as the broken blade is with the device and will be returned with the device. No other information is available. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.